Event description:
The hcp reported that patient was experiencing uncontrolled spasticity and pump pocket seroma of 120cc monthly. The patient was treated with dosage adjustment and oral supplementation. The seroma was "serially extracted." The pump and catheter were replaced. The patient is reported to have recovered without sequela.

Event description:
The hcp reported that the device was prematurely explanted after 20 mos. No reason was given for the explant. The device was returned to the MFR for analysis.